Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a feeding pump adapter. The customer reports that the housing on the adapter was starting to melt, possible fire hazard. No patient involved. The device is being returned for investigation.